Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal glass tip of the fiber was not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that the fiber overheated @ approximately 24 minutes of use. 220,000 joules of use. A second fiber was opened which also overheated after approximately 6 minutes of use but customer was able to continue the surgery and complete the procedure. There was ¿no injury to the patient¿ reported. This event is for the second fiber used.